Event description:
It was reported to philips that the ac charging led is not on when connected to ac outlet/low battery message/battery calibration resulting in ?s. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.